Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared. The caller acknowledged and understood these instructions.